Event description:
The customer called for help with her breeze2 system. She performed control tests during the call and received a result of 192 mg/dl. The normal control range was 96-131 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.